Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a non- endologix (medtronic, thoracic cuff) proximal stent graft, an ovation ix extender and two (2) ovation iliac limbs to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off label). During the routine 1 month follow up visit ((B)(6) 2018), a type 3a endoleak between the afx2 bifurcated stent graft and the left ovation iliac limb (16x140) was identified and later confirm with an angiogram ((B)(6) 2018). A secondary procedure was completed. The physician elected to implant another ovation iliac limb to bridge the gap between the bifurcated stent graft and the left ovation iliac limb. A small leak was still present post- secondary procedure. Approximately 1 month later ((B)(6) 2018), another intervention was performed. The physician elected to implant a non- endologix (palmaz) stent. A small leak was still present post intervention but the physician decided to monitor the patient as there was no sac growth. The patient was reported as being as being stable post intervention.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3a endoleak. This event is most likely user related due to the off- label concomitant use of afx/ ovation and medtronic (non- endologix) stents. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.